Manufacturer narrative:
Date of report: 24aug2018. (B)(4). Updated contact name date received by manufacturer: 21jun2018. Technical support provided parts ID for the touchscreen. The reported problem was confirmed and the unit was repaired. The ventilator was in working condition for patient use.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the touchscreen was cracked. There was no patient involvement.